Manufacturer narrative:
Evaluation summary. The production and quality control documentation for lot # v0715 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Event description:
Swelling in knees [joint swelling]. Pain in knees [arthralgia]. Case description: spontaneous report rec'd on 02/26/2008 from a genzyme sales representative regarding a pt, who had a relevant medical history of osteoarthritis. The pt received 3 injections of synvisc in the knee on unknown dates. Approximately one week after the third injection, the pt experienced swelling and pain in the treated knee. As of the date of receipt of this report, the pt outcome was unknown . Additional info was received from the hcp on 03/06/08. He provided patient identifiers: female pt , (B) (6), (B) (6), (B) (6). Her relevant medical history included: previous treatment with nsaids, previous treatment with steroids, severe grade of osteoarthritis for a duration of 5 years, prior effusion, joint narrowing, and osteophytes. Both knees were treated with synvisc (lot #v0715 was used for each injection in each knee) and symptoms were reported in both knees. The pt received her first synvisc injection on (B) (6) 2007, before which 1 ml of effusion was collected. She rec'd her second synvisc injection on (B) (6) 2007, before which 2 ml of effusion were collected. She rec'd her third synvisc injection on (B) (6) 07, before which 1 ml of effusion was collected. On (B) (6) 2007 the pt experienced swelling in both knees and pain in both knees, both of which required treatment. On (B) (6) 2007 exudate was collected and analysis was performed. The hcp attached exudate lab results as well as other lab results from (B) (6) 2007. Relevant lab results included: synovial fluid elevated cell count, synovial gram stain no organism seen and cbc elevated white cell count. On (B) (6) 2007, the pt also received arthrocentesis as treatment for her knee swelling and she rec'd celebrex (200 mg daily) as treatment for her knee swelling and knee pain, on (B) (6) 2007 she rec'd intra-articular corticosteroids as further treatment for her knee swelling. The knee swelling and knee pain both resolved to baseline on (B) (6) 2007. The hpc stated that the synvisc injections were possibly precipitating events of the pt's symptoms. He also stated that "the uniqueness of this case is that all info reported above is referring to bilateral events". As of the date of receipt of this report, the pt outcome was recovered on (B) (6) 2007. The physician assessed the relationship between swelling in knees and synvisc as definite, pain in knees and synvisc as definite. Qa report was rec'd on 03/07/08. The production and quality control documentation to lot # v0715 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.